Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there was a black circle on the screen on the device. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with rewinding their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.